Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact and telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 24.may.2017 expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery for the fracture of the femoral greater trochanter on (B)(6) 2017. The j-pfna was used for this procedure. There was no problem with the patient right after the surgery. When the x-ray was taken next day, it was found that the patient had the secondary fracture under the trochanteric area. Although full-weight bearing right after the surgery was permitted, since the patient had post-surgical pain, the patient used mainly a wheel chair. No walking was done during rehabilitation. The patient was only able to stand still with assistance. No secondary fracture was confirmed by the pre-surgical x-ray/CT-scan images or post-surgical x-ray images. The surgeon commented that this event most likely happened post-operatively since the reduction position was not stable, and the fixation became higher than usual. Concomitant devices reported: pfna blade (04.027.055s, lot l468123, quantity 1), bolt (459.320vs, lot 5943026, quantity 1), pfna end cap (473.170s, lot l430655, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).